Manufacturer narrative:
Method: the device was requested to be returned for analysis, but has not yet been received. A review of the device history records (DHR) is in progress for the reported lot number: results: results will be provided when the returned part is received and investigated. Conclusions: at this time the issue cannot be confirmed as the suspect part has not been returned. When the part becomes available for testing a supplemental report will be issued. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Fill volume: na, flow rate: na, procedure: femoral nerve block, cathplace: thigh. Physician reported that when he tried to advance the catheter past the distal tip of the needle, he met resistance. He re-adjusted the needle, and again met resistance. The physician then withdrew the catheter and opened a different needle kit to obtain the catheter only. He completed the catheter insertion with the new catheter using the same placed needle. During break down of the sterile field, physician recognized that the black marking was no longer on the distal tip of the original catheter that failed to thread through the needle. He noticed that all three flow ports were missing from the catheter, approximately 1.5-2cm. He used ultrasound to see if he could locate the catheter fragment and was unable to. He believes and counseled the patient that the fragment remains in her leg. The retained catheter will not be removed unless symptomatic. Patient was reported to be fine and discharged.